Event description:
I had a laser skin resurfacing procedure done on my neck, face, and forehead. The laser was a gemini laser by a company called iridex. Immediately after my face was covered with bright red spots, swelling, burned hair, and burn on face. I had a ipl treatment done 4 weeks prior without any side effects. The same day, I continued to notice severe discoloration, hypo pigmentation, red/burns, etc. The hypo pigmentation and adverse effects on acne scarring is getting worse by the day. I have seen many dermatologists and plastic surgeons since then, and consensus is the settings are too high. I pulled the iridex product brochures and they do not provide sufficient warnings about their products, nor did my dermatologists who switched me from ipl to laser causing irreversible damage to my skin. I have gone on numerous blogs and websites, and there are many clients whom have been permanently damaged by these products. I take responsibility in trying to improve aesthetically my appearance, but there is no ample pre-caution or awareness on lasers. The damage they conduct are permanent physically, emotionally, and mentally. Something needs to be done. Dose: 532 nm, 6 joules, 23 millisecon. Dates of use: 2009. Diagnosis: rosacea/sun damage. Event abated after use stopped: yes.